Manufacturer narrative:
(B)(4). Visual assessment was performed. As received, the working channel sleeve protruded. Maximum protrusion was observed when the large knob was turned in the clockwise direction. A functional assessment for visualization was performed. The reported complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No redness was displayed. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed, and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the image on the screen had redness in the corner of the video imaging. The procedure was still completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.